Manufacturer narrative:
Calibration, quality controls, and service information did not indicate any issues. The erroneous result was most likely caused by a fibrin clot due to improper pre-analytical handling. The centrifugation time and clotting times of the sample were too short . Additionally, the sample had already produced a sample clot alarm. Even though the clot was removed and the sample was processed without another alarm, clotting during sample processing may be likely. The customer has not had any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys troponin t stat assay (troponin t stat). The erroneous results were reported outside of the laboratory. The initial troponin t stat result from a sample drawn at 6:28 a.m. Was 0.06 ng/ml. At 12:30 p.m. A second sample was drawn and the initial run produced a sample flag with no result. The sample was removed and a clot was removed. The sample was repeated and the result was <0.01 ng/ml. This result was auto-verified and reported outside of the laboratory. At 6:00 p.m. A third sample was drawn and the result was 0.04 ng/ml. At this point the operator noticed that the result from 12:30 p.m. Did not match the patient's history. The sample from 12:30 p.m. Was pulled and the operator noticed a "huge" fibrin clot in the sample; the sample was also "solid gel." The clot was removed and the sample from 12:30 p.m. Was repeated with a result of 0.05 ng/ml. This result was believed to be correct. No adverse event occurred. The troponin t stat reagent lot number was 15349100 with an expiration date of 06/30/2017. The field service engineer visited the customer site. No issues were identified. Probe and mixer alignments were verified along with system voltage checks. No errors were observed while initializing the system and quality controls were acceptable.